Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was twisted in the distal section, consequently confirming the reported complaint. Additionally, the cutting wire was found broken, bent and blackened, and the working length was found torn from the c-channel end to the distal tip. It was found during the investigation of the returned device that the cutting wire was broken, bent and blackened, so it is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Additionally, the torn working length could have been caused during extraction of the guidewire through the rapid exchange channel, and the twisted working length was most likely caused during manipulation of the device or when it was in contact with the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, upon unpacking outside the patient, the orientation of the device was incorrect. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached/separated.